Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and nil textured implants.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, creases fold, opening curved on posterior, brown particles outer device and broken plug strap. Leak test and microscopic analysis was performed which identified, brown particles in the fill channel, opening crease smooth on posterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on posterior assessed, as fold flaw opening. A sharp broken on plug strap assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.